Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked and the top portion of the touchscreen did not respond to touch, allowing only screen unlock and meal announcements; the user reverted to backup therapy and a replacement ilet was arranged. Symptoms included no adverse clinical effects and no changes in blood glucose control. Outcomes included continued diabetes management on backup therapy without reported injury or medical intervention. Investigation included remote troubleshooting and coordination for device replacement with instructions to shut down the device, return the unit, and set up the replacement, as well as guidance to sync data to the mobile app and continue cgm use and further inspection of the returned device. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.